Manufacturer narrative:
Date of death - estimated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed due a stroke occurring 36 hours post-procedure, and patient death. It was reported that on (B)(6) 2022, the patient presented with degenerative mitral regurgitation (mr) grade 4. One mitraclip was successfully implanted, reducing the mr to grade 1-2. Reportedly, the case went beautifully with no device malfunction and no device related adverse event. 36 hours post-procedure, on (B)(6) 2022, the patient had a stroke. Per physician, it is currently unknown if the event is related to the implanted mitraclip. On an unknown date, the patient expired. Reportedly, specifics such as date of death, testing, and treatment information were unavailable due to privacy policies. Per physician, there was no concern regarding the mitraclip device. A malfunction was not reported. Additional information was not provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of cerebrovascular accident and death as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on available information, the cause of the reported cerebrovascular accident / stroke and death could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.